Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the needle didn't go into the patient's skin smoothly and the sheath starts to retract to cover the needle while still in the patient's vein on (1) device. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-aug-2024. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by visual examination for all cannula defects, including needle point integrity, and the indicated failure mode for blunt needle with the incident lot was not observed as all product specifications were met. Additionally, the 1 customer sample was subjected to a test for lube coverage, the sample passed testing exhibiting sufficient lube coverage on the IV cannula and no indication of excessive lube found relating to difficult to perform. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blunt needle and difficult to perform based on the customer returned sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the needle didn't go into the patient's skin smoothly and the sheath starts to retract to cover the needle while still in the patient's vein on (1) device. No patient or user impact reported.